Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the error was likely caused by user¿s handling, e.g. Defective cable unit, broken connector pins, or foreign objects attached on the contacts, and communication failure (e322) resulted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus. An error code "e322" was generated and no image was present during the evaluation. The investigation is ongoing and a conclusive root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility returned to olympus the olympus, model ch-s400-xz-eb, 4k camera head, for repair due to a report of a "blurry" image. Upon inspection and testing of the returned device by the service center, it was noted that no image was produced and error code "e322" was generated. This report is submitted for the malfunction of no image. As this was found during in-house service, there was no patient involvement.